Manufacturer narrative:
The tech replaced the brake caster to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Tech alleged that the brakes were not working. No pt impact.